Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose level was 275 mg/dl. The customer followed up later in the day indicating another inaccurate fill estimate occurred with a new cartridge that had been filled with cold insulin. Tandem technical support had the customer repeat the load process with the same cartridge, but the pump generated a message requesting a minimum of (B)(4) units.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.